Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad trace. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 150 mg/dl. The customer stated that she had the device attached to her stocking and it may have hit the device against something that could led to the button error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.